Event description:
It was reported that a pacemaker in the patient was detecting an artifact from their implantable neurostimulator (ins). The patient has had the neurostimulator and pacemaker for over a year. The pacemaker was placed in the abdomen of the patient. The reporter questioned the settings of the ins and intended to follow-up with a neurologist to confirm settings. Additional information had been requested, but was not available as of the date of this report.

Event description:
When contacted for follow up information, the healthcare professional indicated that the cause of the event was unknown and noted that they had not seen the patient since (B)(6) 2009. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Ins model 7426 serial# (B)(4) implanted: (B)(6) 2009 explanted: na lead model lot# j0437000v implanted: (B)(6) 2004 explanted: na extension model serial# (B)(4) implanted: (B)(6) 2004 explanted: na lead model lot# j0437000v implanted: (B)(6) 2004 explanted: na extension model serial# (B)(4) implanted: (B)(6) 2004 explanted: na.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in the past the patient was being interrogated by the pacemaker programmer and the patient¿s dbs device was turned off/reset. It was unclear when this happened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3389-40, lot# j0437000v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3389-40, lot# j0437000v, implanted: (B)(6) 2004, product type: lead. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
In manufacturer reports #3004209178-2013-22052 and 3004209178-2013-22053 the following information was reported: "it was reported that when the patient's pacemaker was checked before, it "reset" his neurostimulation device. The carelink monitor did not have a magnet in the wand. It was unknown when this ("resetting of his neuro devices") happened to the patient." Additional review indicates this information pertains to this manufacturer's report. Any additional information related to the inter action between pacemaker monitor and the ins (implantable neurostimulator) event will be reported in this report.